Manufacturer narrative:
On jan 10, 2024, additional information was received indicating the date of implantation was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
According to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Reason for device explant and/or reoperation: capsular contracture bg iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation surgery with two 350cc mentor smooth round moderate plus profile memorygel breast implants experienced bilateral capsular contracture baker¿s grade iii post procedure. The bilateral capsular contracture baker¿s grade iii was confirmed by a physician. As a result, the patient underwent bilateral removal and replacement with two 275cc mentor siltex round moderate plus profile memorygel breast implants (l) catalog: 3542751 sn: (B)(4), r) catalog: 3542751 sn: (B)(4)) on (B)(6)2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-18265 for contralateral prosthesis report.